Event description:
It was reported there was a distal tibia non-union, breakage and implant failure. The original implant date was in (B)(6) 2012 secondary to an injury. In (B)(6) 2013, a revision orif of the distal tibia was performed. The old plate was removed using autograft via ria from the femur and bmp-2 application to the non-union site and then replacement of the plate with a new similar sized plate. There was an extended operative time of 14-30 minutes due to device related reason. This report is for an unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device was used for treatment, not diagnosis.

Event description:
There was no delay in surgery. The time originally thought to be a delay was only the time it took to remove the plate and not considered a delay.